Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a drop in hemoglobin occurred. The patient underwent a left atrial appendage (laa) closure procedure (B)(6) 2018. A 30 mm watchman ® laa closure device and delivery system implanted. The following day that patient experienced a drop in hemoglobin from 6.5 mmol/l pre implantation to 5.1 mmol/l post implantation. No corrective actions were taken and the patient was discharged the same day.